Event description:
It was reported that an ilet user switched to a new freestyle libre 3+ sensor while previously paired to the libre app and subsequently did not receive glucose readings on the ilet; troubleshooting identified user error as the sensor cannot pair to the ilet after initial pairing with manufacturer app; the user was guided to start a new sensor utilizing the ilet app only. The user experienced a blood glucose peak of 350 mg/dl with no associated clinical symptoms reported. Outcomes included a delay to treatment or therapy due to lack of readings until the sensor was connected to the ilet. User support included communication, analysis of information provided by the user, and review of interoperability between the libre 3+ sensor and the ilet. Investigation of this case revealed an interoperability problem associated with use of the sensor in conjunction with another device and an incorrect procedure related to device setup; no specific part or component term was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and improper setup procedure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.